Event description:
It was reported that during an implant attempt, a competitor right ventricular (rv) lead did not seat properly into the port of the implantable cardioverter defibrillator (ICD). Noise was noted on rv electrogram (egm). Lead was removed, setscrew was loosened, and lead was again placed into header. Again, lead did not seat properly. A new ICD was handed off and lead fit properly into new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).